Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 300cc, catalog number: 3501645, serial number: (B)(4), lot number: 6410686. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the right breast implant. The deflation was noticed by the patient. The deflation was confirmed by the healthcare professional via physical examination. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 4/9/19, it was reported to mentor that the date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, bilateral capsular contracture was experienced by the patient. The left breast implant was deflated, and not the right one. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/5/2018, it was reported to mentor that the patient has not scheduled for surgery at this time. No date of explantation has been reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/20/2019, during evaluation of the sample a tear was observed within a fold or wrinkle on the posterior aspect of the implant, measuring approximately 0.4 cm. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The second product received is related to a concomitant device, therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the current patient¿s identifier is (B)(6). Manufacturer¿s reference number: (B)(4).